Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis powered down while in use and did not power back on. The field service engineer (fse) identified that the full height drawer 5 had a defective controller board, which caused the system to shut down. The controller board was replaced with a new one, restoring normal operation. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the power went down while using. The customer tried plugging into different outlet but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no delay, no adverse events or injuries reported based on this event.